Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that her meter was set to the incorrect unit of measurement. The medical affairs specialist (mas) mailed a letter one day later since the user could not be reached by telephone for further clarification. The pt reported a result of 5.2 mmol/l, which converted would read 94 mg/dl. The pt visited her dr's office due to the low blood glucose results. The pt was unable/unwilling to report any symptoms. The dr treated the pt with insulin. The result obtained, if any, was not reported from the dr's office. It would have been helpful to know if the pt had any symptoms at the time of the office visit. It is not known if the pt takes any medications, and if so, were any changes made. The meter was previously set to the correct unit of measurement, but she is unable to state if she recently made any changes to it.